Manufacturer narrative:
Additional manufacturer narrative: the subject prosthetic valve was explanted but has not been received by edwards; more information will be reported if the valve is returned to edwards for evaluation. The provided information suggests nothing to indicate a device quality deficiency related to this event.

Manufacturer narrative:
Device evaluation summary: as received, leaflets were cut out from the valve, leaflets were not returned with the valve. Calcification was also observed in the remaining cusp areas. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 3mm. Moderate host tissue on stent inflow and minimal on the stent outflow. Wireform was exposed on the inflow aspect and near leaflet 1 and 2 on the outflow aspect. Wireform was cut in between commissures 1 and 2, cut ends appeared to match up. The xray demonstrated calcification as well as wireform distorted. Device evaluation suggests calcification and host tissue overgrowth as the primary causes of the reported regurgitation leading to this explant. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.

Event description:
It was reported to clinical affairs from surgeon that a patient with an implanted edwards aortic bioprosthetic valve was diagnosed with severe aortic regurgitation after an implant duration of approximately 7 years. The patient was considered for enrollment in the clinical trial to receive a transcatheter valve implant; however, the patient was not approved for enrollment. No information to suggest an intervention has been planned or scheduled yet.

Event description:
Further information from healthcare provider indicates that this patient was not enrolled to received a transcatheter valve implant within the subject device (valve in valve). Patient had a re-do open heart avr on (B)(6) 2013 and the valve was explanted. The explanted valve has not yet been received by edwards.

Manufacturer narrative:
There are several potential causes for prosthetic valve regurgitation and stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be confirmed or investigated. The provided information suggests nothing to indicate an intervention has been planned or scheduled yet. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No information to suggest a device quality deficiency that may have caused or contributed to this event additional information will be reported if provided.